Event description:
It was reported that during a second retrieval attempt, it was identified that two filter legs appeared to be perforating the vena cava. Reportedly during this first scheduled filter retrieval it was identified that the filter was tilted and the apex of the filter was endothelialized in the cava wall. Attempts to retrieve the filter were unsuccessful. Approximately three months later, it was identified via a CT that the two filter legs appear to be perforating the vena cava. The physician attempted to retrieve the filter, but was unsuccessful. The filter remains in place. The pt experienced pain during the retrieval attempts. However, there was no report of injury.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter remains implanted; therefore, not available for evaluation. The event investigation is currently underway.